Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported that a peritoneal dialysis (pd) patients cycler was sparking at the point of connection between the machine and the power cord, and the cycler shut down prior to treatment. The patient stated that the sparks occurred multiple times on the event date, specifically when the cart was moved around the room. The patient stated that they did not observe any burning smell, smoke, flame, arcing, or any other visible heat or electrical damage related to the burning and melting found on the machine. The patient confirmed they have not experienced any power outages and the power cord was secure in both ends. Additionally, the patient confirmed that there was no damage observed on any other components. The patient confirmed that they were not connected to the machine at the time of the incident and there was no harm due to the event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s cycler was sparking at the point of connection between the machine and the power cord, and the cycler shut down prior to treatment. The patient stated that the sparks occurred multiple times on the event date, specifically when the cart was moved around the room. The patient stated that they did not observe any burning smell, smoke, flame, arcing, or any other visible heat or electrical damage related to the burning and melting found on the machine. The patient confirmed they have not experienced any power outages and the power cord was secure in both ends. Additionally, the patient confirmed that there was no damage observed on any other components. The patient confirmed that they were not connected to the machine at the time of the incident and there was no harm due to the event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane.a simulated treatment post- accelerated stress test (ast) 2hours 15mins 8500ml was performed on the cycler and passed with no further alarms or issues. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, system air leak test, valve actuation test, patient sensor calibration check and voltage calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. All electrical testing passed, no evidence an electrical spark was reproduced during the investigation. Electrical tests were performed using the power cord returned with the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.